Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, the patient's implantable cardioverter defibrillator exhibited premature battery depletion. Based off estimated longevity readings provided by the device, excessive battery depletion was suspected. Programming changes were made. On (B)(6) 2018 additional battery depletion was noted. No further intervention was performed. The patient will continue to be monitored further due to a possible diagnostic anomaly. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature depletion was confirmed. A longevity estimate was performed and showed the premature depletion was caused by high hybrid current. Bench testing was performed and the high hybrid current was determined to be caused by an ic anomaly.

Event description:
New information received noted the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018 due to premature battery depletion. It was noted that elective replacement indicator was reached within 1 year of implant. The patient was stable throughout.